Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (item # iunihg) was returned for investigation. Visual inspection of the as returned products identified no visible signs of significant damage or deformation in either product. Functional testing to recreate the reported event could not be performed due to the nature of the devices being a single use device & event. No pre-existing conditions were noted on the per that could contribute to the reported event. The reported devices were located on tooth # 37 (universal notation) and were in place for an unspecified period of time. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1201466). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1201466) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw loosening) or devices (iunihg). Therefore, based on the available information, device malfunctions could not be verified and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
The device was received with an incomplete product experience form (B)(6) 2019) event description was provided on (B)(6) 2019.

Event description:
The doctor indicated that the abutment screw has loosened. There was no reported adverse event related to this malfunction.